Event description:
During a laparoscopic cholecystectomy procedure, when they squeezed the handle, no clip came out. Another like device was used to completed the procedure. There was no patient consequence.